Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our british affiliate, after deployment of a 29mm sapien 3 valve in the aortic positon difficulty was encountered during withdrawal of the commander delivery system through the 16fr esheath. During pre-decontamination observation, circumferential delamination on the distal end of the esheath was seen as well as delamination on one side of the sheath (proximal to the circumferential delamination location). The patient¿s access vessel minimum luminal diameter measured 7.0mm. The vessel was moderately calcified and moderately tortuous.

Manufacturer narrative:
Preliminary engineering visual inspection of a returned 16fr esheath revealed circumferential delamination of the liner at the distal end. The sheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: curvature in addition to multiple kinks on the sheath shaft at the distal tip, circumferential delamination on distal end of sheath approximately 1¿ in length (remainder of sheath was delaminated on one side, light scratches on sheath shaft, and minor distal tip damage. No relevant functional testing was performed due to the condition of the returned device. The complaint was confirmed through visual inspection. Dimensional testing was not performed due to the nature of the complaint. During the manufacturing process, the esheath is 100% visually inspected and tested several times. The sheath shaft components and esheath final assemblies are inspected, among other things, for the following: shaft od and tip ID, wrinkles, kinks, bends or mechanical damage, circumferentially oriented surface defects, protruding or missing material, dents, cuts, crossing linking of hdpe (blue) across liner (clear), delamination, seam separation, working length, coating, and strain relief length, holes or tears on the strain relief. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing. The samples were inspected for seam separation, sheath kink resistance, expansion force, and sheath to soft tip tensile force tolerance. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed. A review of complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Retrieving the delivery system in tortuous anatomy would have led to increased retrieval forces necessary for withdrawal. As stated in the initial report, and suggested by the curvature and multiple kinks present in the sheath shaft, the patient¿s access vessel had moderate tortuosity. Due to the tortuosity of the access vessel, it is possible that the distal end of the delivery system was retrieved at a non-coaxial angle, causing it to get caught on the sheath tip (possibly leading to soft tip damage). Excessive force applied during retrieval while the delivery system was caught on the distal tip could have subsequently delaminated the liner at the distal tip. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip ¿ liner delamination was confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that patient/procedural factors may have contributed to the event. However, a definitive root cause is unable to be determined at this time. Review of complaint history revealed that the occurrence rate did not exceed the february 2018 control limit for the applicable trend category. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.